Event description:
Caller is reporting durata rv lead getting stuck into the header. Hv impedance on the high side ranging 90-108 ohms for the svc. Post dft impedance 187 ohms. Lead was abandoned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).